Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl595su - silicone ring with needle. According to the complaint description, this product was used during the liver elevation in abdominal surgery for vast esophageal surgery. The silicone ring was torn. The doctor said he didn't touch the silicon with forceps. There was no described patient harm. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation: visual investigation: the analysis of the damage pattern shows a fracture due to overload. No pores, inclusions or foreign bodies could be found at tht damage site. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 6(10) x probability of occurrence 3(10)) according to din en iso 14971 is still acceptable. Explanation and rationale: based on the damage pattern, the breakage of the silicone ring was most likely caused by overload by pulling beyond yield strenth. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material defect or manufacturing failure on the basis of the device history records. Based on the investigation results, a CAPA is not necessary.